Manufacturer narrative:
(B)(4). Date sent: 8/28/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open right femoral artery thrombendarterectomy, when the device was used to the groin, the coating portion started melting and it made a fire. Output level of the electrical scalpel was 40 and the surgeon disinfected the device with isodine. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: received one each 12am, with lot number unknown. The electrode appears to be intact. The distal tip of the stainless steel electrode is melted on one corner of the blade. The ptfe coating has been damaged due to excessive heat and likely due to high power settings as most of the ptfe is vaporized. The insulation jacket also has a heat signature showing high temperature usage. There is no indication of anything that would cause a fire. There is also no evidence of mechanical contact or damage. The coating, substrate and insulation jacket are all damaged due to high temperature use. None of these components are individually or collectively flammable. The flame reported is not from product but likely from fatty tissue or fluid burn off. Confirmed as user damage. The lot was not provided; therefore, the manufacturing records could not be reviewed.